Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an antibacterial absorbable envelope was implanted with a competitor implantable cardioverter defibrillator (ICD). The ICD system was extracted due to infection. No further patient complications have been reported as a result of this event.